Manufacturer narrative:
The surgeon does not want to provide contact information. No further information available. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the bed cut was very sticky and he was unable to lift the flap following corneal flap creation. The surgeon elected to keep the flap closed and post pone the excimer treatment for a month. The patient status is normal. The surgeon does not want to provide contact information.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).